Event description:
It was reported that during surgery, while reaming the acetabulum, it was discovered that the reamer had become dull. Also, device broke over the patient incision, there was no harm to the patient, no pieces were left in the patient, procedure continued without delay using another size.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.